Event description:
According to the literature, a retrospective study of right subcostal incisional hernias from 2014-2024 compared outcomes of 46 totally endoscopic retro muscular hernia repairs with transversus abdominis release (etep group) and 51 conventional laparoscopic incisional hernia repairs with defect closure (ipom+ group). In the ipom+ group, the hernia defect was closed with a nonabsorbable vloc suture. Symbotex composite or a competitor mesh was used to cover the closed defect and nonabsorbable protack was used for mesh fixation. In the etep group, a spacemaker was used to release the retro muscular space and subsequently removed. The anterior and peritoneal defects were closed using a vloc suture and symbotex or a competitor mesh was glued in to cover the retro muscular space. Postoperative complications included bleeding, ileus, seromas, hematomas, hernia recurrence, and postoperative chronic pain. Intraoperative bleeding due to tack fixation was resolved intraoperatively. Readmissions were required for ileus and postoperative pain. No additional interventions were reported. Other complications not related to the device included peritoneal and serosal tears and intraoperative vessel injury. There were no complications related to the spacemaker device.

Manufacturer narrative:
Correction: b5, h6 (removed e0506, e2014) (added f24). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: unksymbotex unknown symbotex mesh - (loty#unknown); unk protack unknown protack - (loty#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study of right subcostal incisional hernias from 2014-2024 compared outcomes of 46 totally endoscopic retro muscular hernia repairs with transversus abdominis release (etep group) and 51 conventional laparoscopic incisional hernia repairs with defect closure (ipom+ group). In the ipom+ group, the hernia defect was closed with a nonabsorbable vloc suture. Symbotex composite or a competitor mesh was used to cover the closed defect and nonabsorbable protack was used for mesh fixation. In the etep group, a spacemaker was used to release the retro muscular space and subsequently removed. The anterior and peritoneal defects were closed using a vloc suture and symbotex or a competitor mesh was glued in to cover the retro muscular space. Postoperative complications included bleeding, ileus, seromas, hematomas, hernia recurrence, and postoperative chronic pain. Intraoperative bleeding due tack fixation was resolved intraoperatively. Readmissions were required for ileus and postoperative pain. No additional interventions were reported. Other complications not related to the device included peritoneal and serosal tears and intraoperative vessel injury. There were no complications related to the spacemaker device.